Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the hospital after experiencing high blood glucose levels for five days. The customer stated that she changed the infusion set several times, but continued to experience high blood glucose levels. The customer stated she met with her local representative. They checked the insulin pump, and it tested okay. The representative wanted the customer to call in to report the event. Nothing further was reported.